Event description:
It was reported that the ventilator's upper display was pink. The ventilator was not on a patient at the time of the event. The customer replaced the graphic user interface (gui) central processing (cpu) printed circuit board (pcb). The service engineer updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.